Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implantation, the patient complained of having limited distance vision, inability to perform job with extended computer use and difficulties with night driving. However, according to physician despite the fact that all these risks/issues were discussed with the patient pre-operatively, the patient persists in complaining on all these issues after surgery. In physician's opinion the cataract surgery was successful and desired outcome was achieved. The patient was able to see better with small prescription glasses used after cataract surgery. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.